Event description:
Pump experienced a cartridge change error, which prompted the customer to fill and load several cartridges in an attempt to resolve the issue; however, these efforts were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance to inspect and clean various components of the pump, but the problem persisted, so replacements for the cartridges and related parts were arranged. Further troubleshooting was scheduled, and customer support assistance was notified for follow-up actions.